Manufacturer narrative:
The incoming service inspection revealed the housing and motor assembly were heavily corroded. The motor was imbedded in the housing. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the m4 - microdebrider hand-piece was running hot.